Event description:
It was reported that pump experienced malfunction alarm while customer was traveling and did not follow any notable event. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions by phone to reset pump. The customer was advised to continue using the pump and to call back if any issues reoccurred.